Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the surgeon fired the sureform 60 stapler instrument and the blade of the stapler reload did not cut tissue. The tissue was pushed out and as a result, the stomach tissue was ripped. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr confirmed that he received the additional information from the surgeon. On the third stapler fire, the surgeon stated that he had used a green sureform 60 stapler reload when the stapling issue occurred. The surgeon explained that the stapler reload blade did not cut tissue and the stomach tissue was pushed out and ripped. There were no system-generated messages or pauses for compression. As a result, the surgeon upsized to a black sureform 60 stapler reload and attempted to fire medial to the area where the tissue was pushed and not cut during the previous stapler fire. However, the same issue persisted. The surgeon then swapped the sureform 60 stapler instrument to another sureform 60 stapler instrument and was able to staple medially to the ripped stomach tissue. The surgeon does not use buttress material. Due to the misfire, the surgeon had to redirect the staple line by taking in more tissue; making the stomach smaller than initially planned. The patient is reported to be recovering well with no issues. The surgeon did not provide the patient's demographic details. The csr stated the instrument would be returned along with the green and the black sureform 60 stapler reloads. The green sureform 60 reload involved in this incident will be reported via medwatch report (MDR) with patient identifier #(B)(4).

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested for return of the sureform 60 stapler reloads associated with this for failure analysis investigation but at this time, the product has not been returned. If additional information is received, a follow-up MDR will be submitted. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs, the customer reported complaint of that the staple reload did not cut. The stapler instrument was used at the site on (B)(6) 2022 using system sk0263. The logs showed 1 firing failure due to tissue thickness. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issue on a test sheet. Staple formation was proper. No I-beam damage was observed. A review of the stapler log review for the sureform 60 stapler instrument associated with this event has been performed by an isi advanced failure analysis engineer. The following additional information was provided: the sureform 60 stapler instrument (part #480460-09; lot #l93211207-0099) has no failure related to the reported problem and was successfully used for 7 firing events. Sureform 60 stapler instrument (part #480460-09; lot #l93211207-0012) has only one failed fire with a green stapler reload due to a tissue too thick error. The second time it successfully clamped with a black stapler reload but there is no data. Logs show the firing with a black stapler reload with a different instrument with the lot #l93211207-0012. An isi clinical development engineer evaluated the video recording provided by the site: in this video, an initial staple line is created. At around 3:05, another reload is fired perpendicularly across this initial staple line. Slight tissue bunching is observed. The resulting second staple line is incomplete with a bunch of malformed staples dumped over the tissue. At 4:45, another reload again is fired across this incomplete staple line/staples, this time with slightly more visible tissue push. A blade may be exposed warning appears and the manual release knob is used to release tissue. More malformed staples are visible along the intended staple line. Though not certain, but stapling across a staple line may have contributed to the issue. The sureform stapler user manual states: ¿warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples.¿ this complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision surgical procedure, stomach tissue was pushed and not cut after a sureform 60 stapler reload was fired with a sureform 60 stapler instrument. As a result, the stomach tissue was ripped. Due to the misfire, the surgeon had to redirect the staple line by taking in more tissue, making the stomach smaller than initially planned.